Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that when it was time to remove the catheter, the floor nurse tried deflating the balloon and only got 3 cc. She tried removing the catheter but this caused the patient pain. She re-inflated the balloon, then tried deflating it once again but this time got no saline returned. She paged one of the urology technicians for assistance. The technician stated that slightly adjusting the catheter both in and out of the patient caused the discomfort. Permission was granted from the covering service to cut the balloon port. The staff was still could not remove the catheter. The urology resident was able to vaginally palpate the balloon. He then used a 23f needle to pierce through the vagina to pop the balloon. The catheter was then successfully removed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family is unknown. Although the product family is unknown, the silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that when it was time to remove the catheter, the floor nurse tried deflating the balloon and only got 3cc. She tried removing the catheter but this caused the patient pain. She re-inflated the balloon, then tried deflating it once again but this time got no saline returned. She paged one of the urology technicians for assistance. The technician stated that slightly adjusting the catheter both in and out of the patient caused the discomfort. Permission was granted from the covering service to cut the balloon port. The staff was still could not remove the catheter. The urology resident was able to vaginally palpate the balloon. He then used a 23f needle to pierce through the vagina to pop the balloon. The catheter was then successfully removed.